Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v, diopter 21.0 was torn while advancing. The lens was not implanted and there was no pt contact or injury. The contact stated the aq cartridge, lot number unk was used. Also, the model and lot numbers of the injector were unk.